Event description:
It was reported that during an implant attempt there was positioning/fixation difficulty with the lead. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : the full lead was returned and analyzed; the helix was disengaged from the helical channel; the helix will not extend because it is over retracted; blood was present in/on the helix mechanism.